Event description:
The pt stated that, while attempting to bolus 7.5 units of insulin, she immediately received an e4 (occlusion) error on the pump. Unsure of delivery, she repeated the 7.5 bolus and received the same error message. The pt did not know how to troubleshoot the pump and did not call pump support as she was driving. She cleared the error and put the pump in run mode. At her destination, she ate dinner and performed another bolus of 7.5 that went through successfully. Three hours later at bedtime, she had a blood glucose level of 35 mg/dl. Pt's normal range is 80-150mg/dl. Pt stated she could function with glucose that low, but that she was "extremely tired". Pt brought her levels up by eating m &m's and drinking a glass of milk. During the call, there was no recurrence of the occlusion error on the display and the pt's blood glucose was 146 mg/dl. Infusion site locations and mgmt were reviewed with the pt. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was functioning properly at the time of call and was not requested to be returned.

Manufacturer narrative:
No product will be returned for eval.